Event description:
It was reported that during routine check performed by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected field: e3. It was reported that the cardiosave intra-aortic balloon pump (iabp) had not charging the batteries. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing power management board. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported issue. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.